Event description:
An endo gia universal 12 mm stapler was opened on to the surgical field. A reload was placed onto the stapler and used, but once another reload was placed, the stapler would not open or close.representative of manufacturer came to facility; determined problem was due to operator error. Staff education was provided.====================== health professional's impression======================device failure due to operator error.